Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a lead warning, the lead displayed variability in defibrillation impedance, there was an increase in the right ventricular lead impedance and it was high, there was a high rate of non-sustained episodes, and the sensing integrity count was noted. Intervention is planned; the lead will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported the lead displayed t wave over-sensing and fracture.